Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During insertion of the ablation catheter, air aspiration was observed. A valve anomaly is suspected.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.